Event description:
A caller reported a malfunction with their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the issue was resolved with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if issues recur. Additionally, the customer requested a replacement cartridge due to the early replacement of the existing one.